Event description:
It was reported that the right atrial lead was fractured and the lead insulation was damaged. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).